Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's report was not observed during evaluation of the device. The device was put through extensive testing including bench handling, impedance, defibrillation cycling, and environmental chamber testing without duplicating the report. The device was recertified and returned to the customer. Review of the data indicated no failed charge or shock attempts on the event date. Prior to the one recorded shock, observed an analyze button press however the device did not analyze as the user was using paddles and not pads. In order for the device to properly evaluate a patient's heart rhythm to advise a shock via the analyze function, pads need to be applied to the patient. Analysis of reports of this type has not identified an increase in trend.